Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, the doctor clipped the tissue in the cecum, but the clip would not release from the catheter; they believe it may be due in part to a tortuous anatomy. After a minute or so, the clip was able to be pulled off of the tissue. There was no tissue damage, and no additional bleeding was caused by the clip being removed. The device (with clip) was removed out of the scope, and another resolution clip was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device upn, or lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4)